Manufacturer narrative:
Investigation: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a venflon EU from lot # 1125200 regarding item # 391453 with the reported issue that ¿dissatisfied with the new pvks. There are several reasons for this, including that they are not as sharp, they give slower blood responses, difficult to pull out the mandrel and thus danger of pulling out the pvk again. It is also softer and longer, which makes it easier to "slip" away from the blood vessel. The plastic can curl in hard skin so that the needle perforates the vein, but pvk could not be placed due to the plastic being outside the skin. Since it is also longer, it can be difficult to get the entire catheter in without perforating the blood vessel. We have also received feedback from other departments that it is more difficult to install the new pvks without a safety mandrel¿. The DHR of material number 391453 and lot number 1125200 was checked and no quality notifications were recorded on this lot. No sample and three photographs were made available by the customer along with the reported defect of blunt/dull needle. The retention samples were used to simulate the reported defect and it was found that none of the ten retention samples showed any needle defect, needle block or needle dull or blunt during insertion into the vein. The defect could not be confirmed. To confirm the defect and to determine the root cause original sample will be required. Based on the information available the defect could not be confirmed.

Event description:
It was reported that the bd venflon¿ IV cannula with fep polymer experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: the plastic can curl in hard skin so that the needle perforates the vein but pvk could not be placed due to the plastic being outside the skin.

Event description:
It was reported that the bd venflon¿ IV cannula with fep polymer experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: the plastic can curl in hard skin so that the needle perforates the vein but pvk could not be placed due to the plastic being outside the skin.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.